Event description:
End user states "he most recently had a tumor removed from his bladder this past december and has had weekly bcg treatments following it, undergoing his latest bladder installation rounds now. He said he has cathed for 7 yrs from bladder cancer and is a long-term user of this catheter, likes this product. He currently caths 4x a day. Utis only started occurring the past 2 yrs. He used this product prior to 2 yrs but did not have utis then. He is not blaming these catheters for his utis. He said he has talked with his doctors about these frequent utis, they are not sure of the cause of his multiple utis. Again, he said he was previously uti free but only the last 2 yrs he has had multiple utis, sometimes not even feeling resolution of his symptoms after treatment (antibiotics) prior to another one starting he reports. Most notably this january he was in the hospital for 5 days on IV antibiotics for a uti. Last week his urine was checked prior to his bcg installation per protocol of the clinic and it was seen he had a uti so he had to be placed on antibiotic treatment (name unknown) and his bcg was rescheduled for this week. He has needed multiple rounds of antibiotics each time he has been found to have a positive uti test throughout these past 2 yrs (again could not quantify how many just multiple diagnosed over the past 2 yrs). He said his usual symptoms are burning, dark malodorous urine, little spasms in his stomach and bladder along with little blood at times. He said when he caths he is careful to keep clean, first washing his hands thoroughly with antibacterial soap, washes his penis with soap and water, uses the gripper on the catheter ensuring to never touch the catheter keeping it sterile prior to entry. He mentioned his urologist advised him a while ago to increase his caths per day to 4 from 2-3 and unfortunately that has not helped him reduce his utis and said it has gotten more frequent after this change. To note, he said at times he goes into the office for his bcg treatment he will use a different catheter (even in the past with other offices) the office provides to give the urine sample at the start of the visit (to check for infection as bcg is not advised to be instilled with active infection for risk of systemic infection) which is a catheter in a green wrapper which he does not like as he has to touch them prior to use as they have no sleeve. He tries to bring his ultram14 the most he can as he prefers to not touch the catheter prior to insertion but sometimes he will use that other kind."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.